Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the device keeps alarming -no disposable-. Pump is off, powered pump on and reviewed settings. He has already removed and replaced cassette, 5 times and tried to tap cassette to move air bubbles in the line. Powered pump off. He will proceed to appointment with the clinic. No patient injury was reported.